Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. Date of event is estimated.

Event description:
It was reported that the implantable pulse generator (ipg) was not charged for a year resulting in the ipg being inoperable. The device was explanted and a new device was implanted. There were no complications during the procedure. Patient was stable.